Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
In the absence of a returned product our investigation is complete. This investigation will be updated should further information be received.

Event description:
Boston scientific received information that this system generated a high shock impedance measurement. To date, no system changes nor intervention has been performed. No report of any adverse patient effects.

Event description:
Subsequently, another high out of range shock impedance measurement was detected. It was reported the physician planned to replace the lead. To date, no further information has been received and no adverse patient effects were reported. Subsequently, during surgical intervention this lead was capped and the associated device explanted. Another boston scientific lead and device were successfully implanted; no adverse patient effects of note.